Manufacturer narrative:
The field service engineer (fse) observed the failure at the fl3 position. The fse replaced all seven tarpon amp boards by carrying out the activity for mod 12171. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Event description:
The field service engineer (fse) observed fl3 signal drift in a bec in-house fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.